Event description:
It was reported that after an idiopathic vt ablation procedure, when the catheter was being removed, a pericardial effusion was noticed. A total of 30 ablation applications were performed. The rf generator was set to power- control mode with the power setting of 20-45 watts. The patient had a pericardiocentesis. The patient was admitted to the ICU for recovery immediately after the event. According to the physician the patient recovered and was discharged.

Manufacturer narrative:
The concomitant product: carto 3 rmt system: model# m-5830-01; serial # (B)(4). Stockert: model# unknown, serial # unknown. (According to the customer there was no issue with the stockert and the stockert did not need any servicing) (B)(4).

Manufacturer narrative:
Refer to evaluation summary. (B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Catheter was submitted to electrical, temperature, deflection and ablation tests. All of them passed. However the device failed on irrigation test due to a residue found in the irrigation tubing. Crystal residues were submitted through a scanning electron microscopy (sem) testing. The particle is composed of carbon, oxygen, sodium and chlorine; there is no clear evidence of the source of these particles. It is possible that some of the elements found could have come from dried saline solution; however this could not be conclusively determined. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The investigation suggested the catheter performed with specifications.